Event description:
The customer received a discrepant result for one patient sample tested for glucose hk (glucose) on the integra 800 analyzer. The sample initially resulted as 220 mg/dl and this result was reported to the doctor. The doctor did not believe the result because the patient is not a diabetic, so the patient sample was ordered to be repeated. A second tube from the same draw was run for the repeat, resulting as 92 mg/dl. A second repeat was performed on the original tube resulting as 95 mg/dl. A third repeat was then performed from the second tube resulting as 92 mg/dl. A corrected report was generated against the initial 220 mg/dl result and corrected to 92 mg/dl. The patient was not adversely affected by the event. The glucose reagent lot number was 63298901 with an expiration date of 01/31/2012. The field service representative could determine no cause for the event. He ran performance tests with all results in range. The customer has reported no more questionable glucose results. The customer ran calibration and quality control with all results in range.

Manufacturer narrative:
No additional information was provided for investigation. A specific root cause could not be determined. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.